Event description:
During a left orif tibia plateau procedure, when using the push-pull device to hold down the plate to the bone, the threaded component broke. About 1cm of the threaded component broke off into the bone. The surgeon was able to retrieve the broken piece by lifting and removing the plate. This incident prolonged the procedure for approximately 5 minutes. The surgeon completed the procedure by using a screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Visual inspections noted approximately 10mm of the tip of the distal most section of thread sheared off and was not returned for evaluation. A severe bend exists at the remaining thread which implies an off axis force was applied that lead to the bending and ultimately the breakage. The returned device was manufactured in march 2008 and is over 4 years old. The shaft is made from 440a ss material which is a typical material synthes uses to make instrument shafts. The design risk assessment was reviewed and found to be adequate for the intended use and did not contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. Placeholder.